Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the patient's blood glucose (bg) was 21mg/dl with no reported signs or symptoms. The patient is currently off the pump and on a back up plan. The reporter was not able to troubleshoot the issue. Customer support instructed the reporter to call back when they are able to troubleshoot. There is no additional information at the time of this report. There was no reported malfunction relating to this issue. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made because the pump could not be ruled out as a cause or contributor in the patient's death.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/25/2014 with the following findings: the information from the reported event date of (B)(6) 2012 is overwritten; last basal delivery was on (B)(6) 2013. No activity outside of normal use is observed. Total daily dose adds up correctly and equal the programmed basal target. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump was primed and exercised for 24 hour correctly, no delivery interruption occurred during the duration test. The pump passed a delivery accuracy testing correctly. The boluses were performed using ¿advanced bolus¿ feature successfully, the pump¿s history recorded accurate boluses info at the correct time and order. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.